Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02-aug-2019 with the following findings: due to continued use, the black box data for (B)(6)2017 was no longer available to determine if bolus was cancelled or aborted. The complaint was recorded on (B)(6)2017. The pump was in use until (B)(6)2018. Black box data was not available for (B)(6)2017 due to continued use. The bolus history recorded 6 boluses on (B)(6)2017. No bolus was recorded for 12:28 pm. A 10 unit normal and auto bolus was programmed and delivered during investigation on (B)(6)2019 both recorded in the bolus history with correct date/time and unit amounts. During testing, the pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 12 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The complaint of a history settings issue was not duplicated during investigation. Unrelated to the complaint, the display was found to be dim/pink. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was alleged that there were missing bolus records. The reporter was not able to provide further information during the initial complaint. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings which may result in over or under delivery.